Event description:
Per the clinic, the patient experienced a post-operative infection and subsequently was treated with antibiotics (type, date and duration not reported).

Manufacturer narrative:
This report is submitted on june 22, 2023.